Event description:
A (B)(6) patient underwent nanoknife ire treatment for liver cancer on (B)(6) 2011. During the treatment, an adverse event was reported for tachycardia. Patient experienced tachycardia with an raise in heart rate reported between 115 and 120 bpm from a baseline of 53 bpm. Intervention included beta blockers which reduced the heart rate to 53 bpm. The procedure was successfully completed without further incident.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. A review of the quality inspection and manufacturing documents determined that the devices met all specification and quality requirements. In addition, review of the hardware service database showed no service orders for the generator around the time of issue. The cause of the tachycardia could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint # (B)(4).